Event description:
The customer stated erratic hemoglobin results were generated on the cell-dyn 1800 anlayzer. One patient sample, from a previous cancer patient, generated hemoglobin results of 7.3, 12.0 and 10.2 g/dl. Additionally, there were intermittent hemoglobin results of 0.0 g/dl genreated on the cell-dyn for both patient and control samples. No discrepant results were reported out of the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process